Manufacturer narrative:
Citation: muto et al. The relationship between chronic expansion of self-expandable valves and paravalvular leakage in transcatheter aortic valve implantation. Cardiovasc interv ther. 2025 may 20;40(3):669¿678. Doi: 10.1007/s12928-025-01140-7. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding chronic expansion of self-expandable valves and paravalvular leakage in transcatheter aortic valve implantation. The study population included 60 patients, all of whom were implanted with a medtronic evolut pro or evolut pro+ or evolut fx bioprosthetic valve. Among all patients, clinical observations included: moderate paravalvular leak (pvl). No further information was provided pertaining to medtronic products.